Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was recording noise that was oversensed on the right ventricular rate/sense and shock channel resulting in inappropriate shock and pacing inhibition. The oversensing could be reproduced when the patient raised their arms overhead. Lead measurements were reported to have been stable. A guidant technical services (ts) consultant discussed that this could be reversed leads in the header even being a couple years post-implant. No adverse patient symptoms were reported.